Manufacturer narrative:
Catheter investigation summary: the visual inspection of the device received found the catheter broken. The working length was measured and found to be 127.2cm. None of the three radiopaque bands were present on the distal section. It is believed that the catheter broke off somewhere between the neck transition area and the third band. No conclusions were derived from an x-ray picture provided from the patient. The claim that the catheter broke after being caught on the struts of the stent were confirmed.

Event description:
The physician was working in a renal artery stent. A guidewire was passed through the stent struts and then the quick cross support catheter was advanced over the wire through the stent struts. When the physician attempted to remove the quick cross catheter, it would not recede from the stent as it was being pulled. When finally removed from the body with force, it was noted that the tip and radiopaque markers of the catheter were not on the device. The components were determined to have been left in the struts of the stent inside the patient.